Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the device triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range impedance measurements of greater than 2000 ohms. The field representative interrogated the device, and the physician decided to reprogram the device alert to greater than 3000 ohms and switch the rv lead back to the bipolar configuration. The device and leads remain in service. No adverse patient effects were reported.